Event description:
User removed the glove and rubbed eye, then donned another glove and continued to work on pt. User's eye turned red and watery then began to swell, burn and sting. User tried otc allergy eye drops to flush eye without success. User went to eye, nose & throat where the diagnosis was "debris in eye". The debris was swabbed out of the eye and anesthetic eye drops were prescribed. User now describes themselves as healthy and they returned to work the same day.